Manufacturer narrative:
The failure investigation has been completed. The usb cable was not returned for investigation; therefore, the initial reported issue could not be verified. The pump was returned for investigation and a different problem was found.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.